Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 163mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm as a result of a loose drive support disk. Also, the device had missing segments on display due to a faulty liquid crystal display board, and missing end cap sticker.